Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for pre-dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with another 2.0mmx30mm coyote nc balloon catheter. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 2.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for pre-dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with another 2.0mmx30mm coyote nc balloon catheter. No patient complications were reported and the patient status was stable. The device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 53.8cm from the hub. There is blood present in the balloon and inflation lumen. Microscopic examination revealed a pinhole 15mm from the tip. The reported information indicates the device was inflated to 8 atmospheres; therefore, there is no indication the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.